Manufacturer narrative:
(B)(4). Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The balloon was tightly folded, as-received. There was a complete mid-shaft separation at the guidewire exit notch. The appearance of the fractured ends of the mid-shaft may be consistent with separation due to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. Functional testing of the inflation lumen was not possible due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the balloon would not inflate properly. Vascular access was obtained via the femoral artery. The 50% stenosed target lesion was located in the carotid artery. A , 4.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was selected; however, the balloon would not inflate properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed shaft detached.